Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information: the patient was released home 17 days post procedure. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
E1 telephone number: (B)(6). This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report #2015691 2025 09906. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. An hemorrhagic pericardial effusion was detected the day of the index procedure, requiring the supply of certain medications. The pericardial effusion was not detected during procedure. Pericardial drainage yielded more than 2 liters of bloody fluid. Blood products were administered to control the bleeding. The patient developed progressive hemodynamic instability with increasing catecholamine requirements. Due to elevated inflammatory markers, piperacillin/tazobactam was initiated. Hydrocortisone and fludrocortisone were also administered for suspected sepsis. Additionally, cardioversion for tachycardic atrial fibrillation was attempted but was unsuccessful. As per fcs, there was no contact of the delivery system or guidewire with the atrial and ventricular walls during the procedure. Therefore, the cause of pericardial effusion is currently unknown. Tricuspid regurgitation (tr) got reduced from torrential pre-procedure to trace post-procedure. The pericardial drain could be removed on post operative day 1. Subsequent echocardiography showed no pericardial effusion, with sustained hemodynamic stability.